Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 500mg/dl, 401 mg/dl, 179 mg/dl, 163 mg/dl, 491 mg/dl, 138 mg/dl, 144 mg/dl, and 123 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.